Manufacturer narrative:
Manufacturer's report date: april 13, 2011. (B)(4). Event logs have been received. Attempts made to obtain intended programming and hill rom service information for complete analysis. A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(4) 2011, biomed reported a "reaction to drug argatroban" and that a report was sent to medsun. Biomed reported lab values were drawn but unable to receive more detail related to the values. Biomed was unable to identify which device was programmed to administer the drug argatroban. Devices sequestered and sent to hill-rom for evaluation and inspection. Customer medwatch received on (B)(6) 2011 states the following: "physician had concerns about argatroban infusion. The lab results indicated that the medication was not therapeutic, the dose was increased and still the lab work (ptt) was not therapeutic. The medication was increased to 3mcg/kg/min before the lab work was therapeutic. However, when a new bag of medication was hung, the lab work showed that the range was now toxic and the pt has been titrated to a more standard dose of 1/4mcg/kg/min. Unsure if there was pharmacy error in mixing. Pharmacist states that the medication is mixed from a single dose vial of 250 mcg mixed with 250 ml of IV fluid. Pharmacy has been asked to research lot numbers to see if that could of made a difference in the pt response, that perhaps there was a difference in product from different lot numbers. As a precaution, the alaris pump was exchanged and the pump in question was remanded for downloading in collaboration with hill-rom. Guardrails data will be reviewed to ensure proper programming from nursing staff." Medwatch also reports s/n (B)(4) did not pass inspection testing; unit indicates it is out of range. Contact made with risk manager on (B)(4) 2011. Risk manager reported the following: this pt's medications were being increased, however, lab values were not reaching therapeutic level. The risk manager was unsure about whether the pump contributed to the event. Customer is requesting to know: did the nurse use guardrails and was the pump programmed correctly. Risk manager confirmed no pt harm. Pt was fine and no medical intervention was reported. Event logs and data set sent for investigation.